Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the pump was still functional. Customer reported an elevated blood glucose (bg) level; however a value was not provided. Reportedly, the elevated bg level was resolved at the time of report.